Event description:
A nurse reported that a system message was displayed during surgery. The system was restarted and it worked fine without any system message. There was no patient harm. It is unk whether the system message was displayed when the oil was aspirated or when the system was switched to the vitrectomy mode. Additional info was received informing that the system message was displayed one minute after surgeon had quickly connected and disconnected the optic fibers.

Manufacturer narrative:
The investigation including root cause analysis is in progress. A supplemental MDR will filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).